Event description:
Pt admitted to hosp with zoll one step CPR complete pad (by ems) in place for monitoring/pacing (1650). Upon removal of the zoll one step CPR complete pad, noticed full-thickness, dime-sized burn on the chest. Dates of use: (B)(6) 2012. Reason for use: bradycardia, acute myocardial infarction.